Event description:
A customer contacted beckman coulter (bec) reporting a pink color leak inside the coulter lh 780 hematology analyzer and onto the table top. The volume of the leak was 20 cubic centimeters. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, protective eyewear, and gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the leak was coming from partially severed brown stripe tubing at the pinch valve (pv53). The fse replaced the tubing which resolved the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).